Manufacturer narrative:
Device evaluation: the device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ rupture: observed an opening on posterior assessed as fold flaw opening and missing shell observed assessed as inconclusive. ¿ crease/folding of implant: crease fold observed on the device. Additional observations: ¿ stress marks and wear abrasion observed on the device.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and exchange. Healthcare professional reported right side 'ruptured" and "any creases" observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture, baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported a right side capsular contracture baker grade iii and exchange. Device remains implanted.

Event description:
Healthcare professional reported right side 'ruptured" and "any creases" observed during surgery via rga. Device has been explanted and replaced.

Manufacturer narrative:
Reason for reoperation: rupture.